Event description:
It was reported that during the implant procedure, initial rv lead measurements using a system analyzer were good. Device impedance measurements were high and out of range. Sensing and capture thresholds could not be obtained. The lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.